Event description:
It was reported that during a routine follow up visit, both the atrial and right ventricular (rv) leads were found to have dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 4076 implantable pacing lead: (B)(6) 2013. (B)(4).